Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned and the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01873. Related manufacturer reference number: 3006705815-2021-01875. It was reported that the patient experienced ineffective therapy due to the leads coiling up after the patient began flipping the ipg inside the pocket. As a result, surgical intervention may be undertaken in the future.